Manufacturer narrative:
Concomitant products: product ID: 977a260, serial#: (B)(4), product type: lead. Product ID: 977a260, serial#: (B)(4), product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 20-aug-2023, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 20-aug-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturing representative reported that they checked impedances and they were high. The doctor was going to do a revision to resolve the issue. Additional information received reported that a revision surgery occurred on (B)(6) 2022 determined that the leads were the cause and not the ins. No further actions were taken as therapy providing adequate results. There were no plans for additional revisions. The event has not resolved.